Manufacturer narrative:
The customer complaint was confirmed during functional testing. The root cause of the issue was due to a malfunction with the processor board. The archive data was retrieved from the autopulse platform and reviewed. The archive shows that a single system error session had occurred on (B)(6) 2017. The platform was returned with no physical damage found. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform (sn: (B)(4)) displayed a message of "system error, out of service, revert to manual CPR" during a morning shift check. There was no patient involvement.